Event description:
It was reported that the patient experienced pain and spasms following a deep brain stimulation (dbs) implantable pulse generator (ipg) procedure. The pain and spasms were likely result of the procedure that may have set off the patients dystonia per the physicians assessment. The physician prescribed post-operative medication and the patients stimulation settings were reviewed and will be monitored by their physician. Additional information has not provided despite good faith efforts. Additional information received that the worsening of symptoms was not device related however may be related the progression of their disease and will continue to be programmed in efforts to improve their symptoms per the physicians assessment.

Event description:
It was reported that the patient experienced pain and spasms following a deep brain stimulation (dbs) implantable pulse generator (ipg) procedure. The pain and spasms were likely result of the procedure that may have set off the patients dystonia per the physicians assessment. The physician prescribed post-operative medication and the patients stimulation settings were reviewed and will be monitored by their physician. Additional information has not provided despite good faith efforts.